Manufacturer narrative:
The albumin reagent lot number and expiration date were not provided. The ultrasonic mixers were adjusted, and a hardware performance check was acceptable. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for albumin on a cobas 8000 c702 module. The initial result was 0.0 g/l. The repeat result was 35.0 g/l. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The field service engineer (fse) adjusted the gear pump pressure and the outside wash of the reagent probes, replaced the degasser, cleaned the incubation bath, and performed a full instrument decontamination. The customer has had no further issues. As several service actions were performed, the specific root cause could not be determined. The service actions resolved the issue.